Event description:
This patient experienced a subacute thrombosis approximately three weeks post cypher stent implant in the proximal left anterior descending artery (lad). This was treated with aspiration thrombectome and additional stent placement. This patient with a past medical hisotry of high colesterol, nicotine habit, and senile dementia, was admitted to the hospital. The patient was currently taking aspirin, ticlid, pravastatin, metoprolol, and enalapril. The patient was taken electively to the cardiac cath lab, where angiography revealed a de novo, moderate (15mm) ecentric, b1 type lesion in the proximal left anterior descending artery (lad). A bolus of 10,000 units of heparin was administered via IV, but act's were not measured. There were no difficulities in accessing or wiring the vesel noted; however, the vessel was double wired to aid in the support of the stent delivery system.